Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: review of the black box data revealed one unexplained por¿s observed recorded on (B)(6) 2016. The battery compartment was cracked on the side near the threads and cracked above and below the bumper pad. There was corrosion observed inside battery compartment. The returned battery cap had stripped threads and was unable to fully attach to the pump. The allegation of power on reset was duplicated using the returned damaged battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24-hour duration test; no occurrence of power on reset were duplicated with the test battery cap in place on the pump. Leak testing failed due to a battery compartment leak. There was no further evidence of moisture observed in the interior compartment of the pump. No damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; cracked battery compartment with moisture inside the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under deliver. There was no indication that the product caused or contributed to an adverse event.